Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 24 mmol/l and treated with insulin pump. The insulin pump will not returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. We have corrected the product code to ozp which has been updated on this report.